Event description:
Customer reported a complaint of high readings on their pxtra blood glucose meter. The customer obtained a reading of 140 mg/dl versus a lab value of 70 mg/dl within a 10 min timeframe. The results when plotted on a parkes error grid fall into the 'c' zone. Showing the difference to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
This is an initial report. A f/u report will be submitted if the prods are returned.